Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 36. Implant surface not completely covered with bone. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.